Manufacturer narrative:
Based on the information gathered, there is no indication that the device directly caused the postoperative complication. No product has been returned to intuitive surgical, inc. For evaluation. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted right upper pulmonary lobectomy procedure, the patient became violent immediately after awakening from anesthesia, and the impact caused bleeding in the port installation area. The bleeding was described as oozing from the chest wall. The patient was put under anesthesia again, and a vats procedure was performed and successfully completed to resolve the hemorrhage. The bleeding was resolved with cautery and the use of a hemostatic agent. The estimated amount of unexpected blood loss was unknown; however, no blood transfusions were required. The initial procedure was completed robotically. No bleeding was observed during the surgery. No malfunction of an intuitive surgical, inc. (Isi) system, instrument or accessory occurred prior to or at the time of the event, and the bleeding was not due to the use of an isi product. The patient did not experience any intraoperative complications, nor any other postoperative complications. The patient's current status is unknown.